Event description:
It was reported the patient received multiple shocks due to noise on the right ventricular (rv) lead. The rv lead had an apparent fracture. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned and analyzed. The proximal conductor was found to be fractured. There was blood/body fluid on the outer tubing overlay and the outer tubing overlay was melted. There was also cosmetic environmental stress cracking on the outer tubing overlay and the outer insulation had a cosmetic depression.